Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a lifechoice oxygen concentrator power supply caught fire. There was no patient injury reported as a result of this incident.